Manufacturer narrative:
The pt told a co rep that he had previous surgery on his big toe for a bone injury and according to the pt, his dr told him he was probably going to lose the toe. The pt also reported that he thought the toe was almost healed until the v.a.c. Unit dropped on it. A co dept rep has made numerous attempts to contact the physician involved in order to substantiate the pt status as related to his previous medical condition. No add'l info could be obtained. The design of the carrying case is such that it snugly fits around the vac unit, even with the zipper open.

Event description:
A customer called in to report a broken zipper on the carrying case of his v.a.c. Freedom. He claimed the vac unit dropped out onto his bad foot and cut his injured toe.